Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for pocket revision due a hematoma that developed at the site of the implantable cardioverter defibrillator. The device was explanted at replaced. The patient was discharged in stable condition.